Manufacturer narrative:
The investigational analysis completed 7/15/2019. The device was inspected and reddish-brown material was observed inside the pebax. During the second visual inspection a hole was observed. However this could not be confirmed. Magnetic sensor functionality was tested on carto and the catheter failed. Error 105 was observed. Failure analysis was performed and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. Electrical testing was then performed on the catheter and it was found within specifications. No electrical malfunction was observed. In order to confirm the damage on pebax, scanning electron microscope (sem) testing was performed on the pebax area. The results showed evidence of mechanical damage, stress marks, and a hole on the surface of pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. Improvements have been implemented to reduce magnetic and force sensor internal issues. This issue was highly detectable by the physician. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation (stsf) catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole on the pebax surface. Initially, it was reported that during ablation, 30 minutes after the stsf catheter was connected, contact force values displayed 50g and there was no electrical potential. There was a high possibility that the myocardium was not touched. Catheter replacement resolved the issue and the procedure was completed without patient consequence. The observed high force and electrical issues have been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 5/23/2019, the bwi pal received the device for evaluation. Upon initial inspection, dark reddish-brown residues were observed in the pebax sleeve. The observed reddish- brown material has been assessed as not MDR reportable as device integrity was maintained. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Further testing was then performed. During a second visual inspection on 7/12/2019, scanning electron microscope testing was performed and the bwi pal found a hole on the pebax surface and reddish-brown material inside. The observed hole in the pebax has been assessed as an MDR reportable malfunction as the device integrity was compromised. The awareness date has been reset to 7/12/2019.